Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eight months post of the system five years ago.

Manufacturer narrative:
The manufacturing date for (B)(4) was inadvertently left incomplete. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturing date for (B)(4) was inadvertently left incomplete. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted the outer insulation had cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted the outer insulation had cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.